Manufacturer narrative:
The reported complaint of "when the autopulse platform (sn: (B)(4)) was powered on, the platform displayed the prompt, 'pull up lifeband and press restart'" was confirmed based on the archive data review and during the functional testing. The archive showed user advisory (ua) 45 (not at "home" position after power-on/restart) error message to have occurred on the customer's reported complaint date. The root cause was due to driveshaft not to be at "home" position, most likely attributed to unintended user error. During visual inspection of the returned platform, the interior edges of the front and bottom enclosures were observed to be dirty and rusty. In addition, multiple breakages were noted on the screw fittings of both the front and bottom enclosures. The observed physical damages were unrelated to the reported complaint and were attributed to user mishandling. The front and bottom enclosures were replaced to address the observed issues. The autopulse platform failed initial functional testing due to user advisory (ua) 20 (position out of range) error message displayed upon powering up the device. The error message is followed by the prompt, "pull up lifeband and press restart"; thus, confirming the reported complaint. The driveshaft was rotated back to "home" position to remedy the fault. A review of the autopulse platform archive was performed, and it showed that on the reported event date, the autopulse was powered on with a user advisory (ua) 45 (drive shaft not at home position) error message. According to the archive, the autopulse platform had displayed the ua45 error message since (B)(6) 2020, and the error message was not cleared until the reported event date ((B)(6) 2020). Based on the archive, the autopulse was re-started several more times, and each time, the platform was powered back on with ua45 followed by the device prompting to resize the lifeband due to the driveshaft not to be at "home" position; thus, confirming the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list guide, user advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the drive shaft is not restored at the home position. To clear a ua20 error code, return the drive shaft to home position using the administrative menu. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, when the autopulse platform (sn: (B)(4)) was powered on, the platform displayed the prompt, "pull up lifeband and press restart." The user fully pulled up the lifeband; however, the error message would not clear. No patient involvement.